Manufacturer narrative:
(B)(4). Batch number: r5815d investigation summary: the analysis results showed that one gst45b reload was received unfired, with the pan partially detached from the left side. In addition 4 double driver out of position. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before it loaded to staple body, scrub nurse had saw each staples were pop-up at each pockets. No patient consequence reported.